Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of that data revealed noise, the ventricular pacing impedance measured infinite, and the ventricular sensing integrity counter was elevated. A high value of this counter can indicate a possible intermittency in the system.